Event description:
It was reported that a simple embolization of an anterior communicating artery aneurysm was performed via femoral artery puncture, and the web system (model w2-9-6) was selected after 3d contrast measurements. Test the web and controller they were normal outside the patient. After releasing the web within the tumor, observe its successful release, the blood flow of the parent artery was not affected, and then proceed to detach the web, found that the red light on the controller indicated that the web could not be detached. It was removed and replaced. The procedure was successfully completed after replaced the web with a new one. The patient was reported to be fine.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
Investigation conclusion: a single radiographic image was provided for review. It is an image taken of a monitor with a cell phone. The date of the procedure is seen as (B)(6) 2024. The image is a single shot unsubtracted lateral skull radiograph centered on the sella turcica, no contrast. It shows a web (still attached to its pusher), presumably in the acom aneurysm as mentioned in the event description. A dac is seen in the mid-ica siphon and a guide catheter in the proximal petrous ica. This image does not explain why the first web did not detach. However, the investigation of the returned web system found the hypotube bent and the proximal connector damaged and bent with the clear sleeve damaged. The unit did not pass continuity and resistance testing. The damaged proximal connector may have caused or contributed to the reported non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.

Event description:
Additional information to the initial event description reported that they used a second detachment controller prior to removing the web device that was unable to be detached. They immediately changed the detachment controller but the web still did not release.